Event description:
A patient reported bloodd glucose results of "171 mg/dl" and "113 mg/dl" with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodolgy, the calculated difference of these glucose results exceeds the expected value of <20% and/or <20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. The customer service representative walked patient through a check strip test and the meter would only prompt "error 1". The "error 1" message is displayed if the sample is applied before the words "apply sample" appear. The customer service representative replaced the meter because the issue could not be resolved.